Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported issues. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power after the second shock was administered. Physio replaced the system pcb assembly as a precaution. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio also determined through the downloaded electronic records from the customer¿s device, that the device did successfully deliver shocks to the patient. Per the device operating instructions, ¿patient muscle response is variable and depends on patient condition. Lack of visible response to defibrillation does not necessarily mean the discharge did not occur.¿

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. The customer advised that the device was charged for defibrillation. Once the charge cycle was completed, the shock button was pressed, however there was no visible delivery of energy. The customer believed energy was not delivered because the patient did not twitch or move. A second shock was attempted with the same results. The customer also advised that their device turned off and on by itself after the second shock. This issue is patient related; however there was no adverse patient outcome reported. No further details were provided by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.